Manufacturer narrative:
The active frame was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good system the returned frame displayed good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the recognition was unable to be done on the instrument due to a fracture on the instrument. The issue was resolved by replacing the reported product with another one. There was less than an hour delay in the procedure. No impact on patient outcome.